Manufacturer narrative:
Bci customer technical support (cts) recommended the use of personal protective equipment before troubleshooting and to treat the liquid as potential biohazard. The cts had the customer stop system function and place paper towels in the compartment. The cts recommended troubleshooting actions to the customer, but the customer reported they were unsuccessful in resolving the issue. The cts requested service for the customer. Bci field service engineer (fse) visited the customer and diagnosed the problem as a failed obstruction detection and correction (odc) assembly. The replacement was installed on (B)(6) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from sample probe into the compartment on synchron cx9 alx clinical system. The lab has biohazard spill protocol. Msds was not reviewed. No fume was produced and the customer was neither harmed nor needed medical treatment from exposure to leakage.